Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that the pre-operative x-ray showed the drg leads had been frayed/cut during the lumbar fusion surgery in (B)(6) 2024. Surgical intervention was undertaken wherein the cut leads and ipg were explanted and implanted with scs system.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Section a4 patient weight is unknown.

Event description:
It was reported during a fusion surgery the drg leads were disconnected / damaged, and the leads were explanted.